Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientiific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The explanted device was returned for testing three months post explant. Visual inspection confirmed the reported clinical observation and noted the device header was loose. Medical adhesive was adequate and still attached to header. An x-ray revealed no breaks in the feed thru wires due to the separation of the header. Detailed testing confirmed the device paced and sensed normally and passed all manual electrical measurements. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during this elective device replacement procedure, the device header came loose. Pacing was maintained by the feed through wires as they stayed connected. No adverse patient effects were reported.